Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, a whisper wire became stuck in the lead. It is suspected there was a kink in the wire while in the lead. The lead pin became disconnected from the lead as the wire was forcefully withdrawn from the lead. The lead was not used and a new lead was implanted instead. The patient condition is fine before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.